Event description:
Reportable based upon analysis completed in 2009. It was reported that during unpacking, it was observed that the shaft of the liberte stent was damaged. The device did not enter the patient's body. The procedure was successfully completed with a different device. No patient injuries or complications were reported. However, device analysis revealed shaft break.

Manufacturer narrative:
The device was returned in two pieces and found that the hypotube was broken 91cm distally from the strain relief. Examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The distal end of the sds was inspected under magnification and found the tip damaged. Contrast and blood were visible in the distal and midshaft of the device which is consistent with the device being in contact with the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors.